Manufacturer narrative:
Visual examination of the returned device found a large build up of solidified contrast media present inside the balloon and inflation lumen. A detailed microscopic examination of the balloon material found no evidence of a tear. The device was attached the device to an encore inflation device and attempts to inflate the balloon failed. The device was immersed in hot water in an attempt to dissolve the solidified contrast media that was present in the device; however, all add'l attempts to inflate the balloon failed. The problems experienced during our attempts to inflate the balloon are consistent with the solidified contrast media that was present in the device. A review of the shop floor paperwork for this particular batch of devices confirmed that all units that were released for distribution had passed all relevant inspections/controls. The root cause of the event is unk.

Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a balloon rupture occurred. The physician initially stented the left anterior descending (lad) artery with a 3.5x23mm promus stent followed by post-dilatation with a quantum maverick 3.5x15mm balloon. The physician then attempted to pre-dilate the 1st diagonal with a maverick2 monorail 1.5x15mm balloon. The balloon burst "eight at the beginning of inflation". The balloon was withdrawn and the procedure was completed using a kissing balloon technique in the lad and 1st diagonal. At the end of the case, the physician noted a dissection in the left main, ivus was performed and the dissection was confirmed. The pt experienced a decrease in blood pressure during event. The physician deployed a 4.0x23mm promus stent to cover the dissection. In the opinion of the physician, " the dissection should not be related" to the maverick2 monorail balloon rupture. The pt's condition was critical. The pt was intubated and sent to the ICU for close observation and ventilatory care.